Event description:
Customer returned the device for the evaluation and repair of the issue of the control up/down knob not working. There is no reported harm to any patient. Upon evaluation of the returned device, it was observed that there was presence of foreign material in the nozzle that caused clogging. This medwatch is being submitted for the issue of foreign material found in the nozzle during device evaluation.

Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon inspection of the device, it was observed that there was presence of foreign material in the nozzle that caused clogging. Due to clogging of nozzle, water removal ability does not meet the standard value. Other observations for the device are: due to a pinhole on the distal end rubber coating (a-rubber), water tightness is lost; due to deformation of el-connector, water tightness is lost; distal end cover (c-cover) has a dent; adhesive on a-rubber is detached; a-rubber has discoloration; connecting tube and universal cord have a wrinkle; ig protector has a cut; s-cover, grip, and switch (w) 1 and 3 have a scratch; protector of universal cord on scope connector (s-connector) side has a cut; s-connector and s-connector cover have a scratch; right/left knob is dirty; scope cylinder (s-cylinder) is shaved due to which suction volume does not meet the standard value; due to wear of angle wire, bending angle in up/down/left direction does not meet the standard value; due to wear of angle wire, bending section cannot be bent in right direction at all; due to damage on charge couple device (ccd) unit, the image has black dots and the specified resolving power is not obtained; and due to damage on a-rubber, insulation resistance value at distal end does not meet the standard value. The user¿s complaint of control knob not working was confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
Additional information has been received for this event. This supplemental report is being submitted to provide this information. Reprocessing information provided: pre-cleaning is performed immediately after a procedure using an air water channel cleaning adapter. Steps followed are: wiping with enzyme and water, air water channel and biopsy channel are cleaned with brush three times and flushed with water and enzyme five times. Detergent used for pre-cleaning is gigazyme solution. During manual cleaning brushing is performed with olympus bw-20t brush. At end of the day when all procedures are completed, manual cleaning is performed. Cleaning and disinfectant solutions used with the endoscope is ortho-phthalaldehyde o.55% solution. Automatic endoscopy reprocessor (aer) is not used at the facility.

Event description:
Addendum nov 28, 2022: customer reported event occurred during reprocessing. It is not known how the angulation wire broke.

Manufacturer narrative:
E2 e3- information has been requested but unknown at this time. If additional information is obtained at a later date, a supplemental report will be submitted. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to incorrect reprocessing after a previous procedure - then, foreign material such as body fluids/adhesive matter of chemicals used may have clogged in the nozzle. The user can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU) statement: "·operation manual_ preparation and inspection - inspection of the endoscope inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. - inspection of the endoscopic system * inspection of the air-feeding function * inspection of the objective lens cleaning function" the user can decrease and prevent occurrence of the suggested event by handling the device in accordance with the following IFU statement: "·reprocessing manual_ precleaning the endoscope and accessories - warning: if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure. - flush the air/water channel with water and air_ caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure. ·manually cleaning the endoscope and accessories - clean the external surface_ clean the external surfaces of the insertion section: immerse the endoscope in the detergent solution. - with the endoscope immersed, use a soft brush or lint-free cloth to thoroughly brush or wipe all external surfaces of the endoscope. Pay particular attention to the air/water nozzle opening and the objective lens, and ensure that all surfaces of the distal end are thoroughly cleaned. - flush the air/water channel with detergent solution - remove detergent solution from all channels ·presoaking the endoscope if there was excessive bleeding during the patient procedure or if precleaning could not be performed immediately after the patient procedure, presoaking the endoscope in detergent solution before manually cleaning the endoscope may be required to wet and loosen debris that has dried and hardened onto the endoscope¿s surfaces." Olympus will continue to monitor field performance for this device.